Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm 3300tfx aortic valve implanted seven (7) years, five (5) months, underwent valve-in-valve procedure due to thickened leaflets with limited mobility. A 26mm medtronic evolut fx was implanted inside the 23mm valve.

Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad), coronary artery bypass graft (CABG), hyperlipidemia (hld), diabetes mellitus type ii (dm) and chronic kidney disease stage 4 (ckd).

Event description:
Edwards received information a patient with a 23mm 3300tfx aortic valve implanted seven (7) years, five (5) months, underwent valve-in-valve procedure due to severe aortic stenosis with thickened and restricted leaflets. Patient presented with acute diastolic heart failure. A 26mm medtronic evolut fx was implanted inside the 23mm valve. The patient was transferred to pacu.